Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the revision of liner, spacer and glenosphere was done due to infection that spread from another joint. No further information was provided.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. It is specified in the IFU as follows- the following situations threaten the success of the shoulder replacement implant- people likely to fall, alcoholism or drug abuse, inability of the patient to follow the surgeon's recommendations and the physical therapy program. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the investigation, the root cause was attributed to a patient related issue. The event was most likely caused by a patient's failure to follow instructions (alcohol problem resulting in numerous falls and revisions, with an increased risk of infection). If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the revision of liner, spacer and glenosphere was done due to infection that spread from another joint. No further information was provided.